Manufacturer narrative:
Please note that the device catalog number is not known. The product has been returned for evaluation, however, the product analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that the patient was being treated for a 250mm heavily calcified 100% chronic total occlusion in the left superficial femoral artery (sfa). There was no vessel tortuosity. The device was not advanced through an acute bend. The physician crossed the lesion using a pier technique and reentered the lumen with an outback. The lesion was crossed through sub-intimal advancement of wire and recannulated with outback catheter. The vessel was re-cannulized with a 22 gauge needle. The lesion was not pre-dilated. The physician advanced the smart stent over the wire and met resistance at the point of re-entry. The physician pushed the stent more firmly and the stent would not advance. The physician removed the stent and noticed "cuffing" at the distal end of the smart catheter where the nose cone and outer sheath meet. He also noticed a tear. There was no separation of any device material. The physician pre-dilated the lesion and was able to advance the smart system. There was no difficulty experienced during the actual deployment of the stent or during its retrieval. The stent was deployed with no adverse event. One non sterile catheter smart 6x150mm was received coiled in a plastic bag. The stent was not returned for analysis. Blood residues were found inside the inner lumen. The inner lumen was received kinked at 18cm from distal end. The catheter outer diameter was measured at several sections along the catheter body and was found within dimensional specification. DHR analysis was not performed since lot number was not provided by the customer. The tracking difficulty experienced by the customer could not be confirmed. The damage reported on catheter was confirmed, but exact cause of this damage could not be conclusively determined. However, procedural factors may have contributed with reported event as there is no evidence that complaint reported can be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device, vessel characteristics/procedural factors and is not related to a product quality issue.

Manufacturer narrative:
Please note additional information: the catalog number is c07150mb. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the patient was being treated for a 250mm chronic total occlusion in the left superficial femoral artery (sfa). The lesion was 100% chronic total occlusion and had heavy calcification. There was no vessel tortuosity. The device was not advanced through an acute bend. The physician crossed the lesion using a pier technique and reentered the lumen with an outback. Lesion was crossed through sub-intimal advancement of wire and recannulated with outback catheter. The vessel was re-cannulized with a 22 gauge needle. The lesion was not pre-dilated. The physician advanced the smart stent over the wire and met resistance at the point of re-entry. The physician pushed the stent more firmly and the stent would not advance. The physician removed the stent and noticed "cuffing" at the distal end of the smart catheter where the nose cone and outer sheath meet. He also noticed a tear. There was no separation of any device material. The physician pre-dilated the lesion and was able to advance the smart system. There was no difficulty experienced during the actual deployment of the stent or during its retrieval. The stent was deployed with no adverse event.